Manufacturer narrative:
(B)(4). Date sent; 10/31/2023. Investigation summary: this is an analysis of two photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo shows the anvil bent upwards with no reload. The second photo shows the anvil bent upwards and a green reload loaded. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. Device history review: a manufacturing record evaluation was performed for the finished device lot number a9cn2m, and no non-conformances were identified

Event description:
It was reported that during a robotic rectal surgery that after the first use of the echelon powered stapler with gst60g, the anvil is flexed. Opened another echelon, procedure delayed 10 minutes. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/14/2023. D4: batch # unk. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? No 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No. A manufacturing record evaluation was performed for the finished device lot/batch number, a9cn2m, and no non-conformances were identified. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.